Event description:
It was reported that the customer's replacement insulin pump had a keypad anomaly. The buttons were not responding properly. Her blood glucose level was 151 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the keypad, on the insulin pump, showed the buttons were functioning properly and no other anomalies were noted.